Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4).the customer reported the suspect user interface module (uim) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect uim for evaluation.

Event description:
The customer reported the touchscreen on this avea ventilator is unresponsive to touch commands. The customer stated that there was no known patient report associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect user interface module (uim) for investigation. The fa laboratory performed use testing, touchscreen calibration and could not duplicate the reported event therefore no component root cause could be determined.this issue will be internally investigated within carefusion.